Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The date of event is unk. This report is related to MFR report no: 1315592-2013-00002, 00003, 00004, 00005, 00006, 00007, and 00008.

Event description:
It was reported that 8 PICC (peripherally inserted central catheter) lines clotted while spectrum pumps were delivering medication to the customers "smallest pts" (less than (B)(6)). The customer expressed concern with delivering at rates less than 3 ml/hr on large volume infusion pumps. The customer also stated that the PICC lines are "vygon 1fr. 28gauge" and "argon 1.9 fr. 26gauge" sets. One filter is used on the main line, and one on the extension set. The administration sets were changed every 24 hours. No blood was observed prior to the line clotting off, and the downstream pressure setting on the spectrum pump was most likely set to "medium."